Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a broken tie rod, and the distal end control was loose. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a foreign material of an unknown origin. There was no procedural involvement and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the nozzle was clogged by a foreign material of an unknown origin. Additional findings include the following: the scope cover had a leak, the light guide rod lens (x1) was cracked, the charged coupled device cover lens was scratched, the plastic distal end cover had a sharp edge (snag), the bending section cover was separated, the bending tube was deformed, the connecting tube protector was shaved, the celling plate had a dent, the air / water nut paint was peeled off, the suction cylinder nut paint was peeling off, the switch box was scratched, the universal cord had a scratch, the connector had chemical damage, the angulation had play and was not to specification due to a a torn angle wire, the charged coupled device unit had a grainy image, the air supply volume / water removal ability / air flow were not to specification due to the clogged nozzle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.